Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in social media that a patient underwent an unknown procedure on an unknown date and mesh was used. It was reported that they destroyed their insides with bad mesh, nearly 10 years ago. Have not been able to work since then, the pain and suffering physically, emotionally, economically are incalculable. The cascading events that never would have occurred are like black mirror. No contact information was available. No further information provided.